Event description:
It was reported that this pacemaker system exhibited two (2) signal artifact monitor (sam) episodes due to oversensing the patients atrial arrhythmia. As a result, the minute ventilation (mv) sensor was automatically disabled by the device. In addition, there was a lead safety switch (lss) triggered due to a high out of range right atrial (ra) pace impedance measurement of 2258 ohms. As a result, the device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. The ra lead is not a boston scientific product. It was noted that the device was programmed to a ventricular pace and sense mode due to the patients atrial arrhythmia and the patient is ventricular pace dependent. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) that if the patient has no symptoms with the mv sensor disabled, the sensor can remain programmed off. However, if it is desired to program the mv sensor back on, it is recommended to also program sam back on because the patient is pace dependent. Ts also indicated they could consider programming the device back to the bipolar configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. In addition, the device also exhibited false positive detection of the patients atrial arrhythmia by the signal artifact monitor (sam) feature. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited two (2) signal artifact monitor (sam) episodes due to oversensing the patients atrial arrhythmia. As a result, the minute ventilation (mv) sensor was automatically disabled by the device. In addition, there was a lead safety switch (lss) triggered due to a high out of range right atrial (ra) pace impedance measurement of 2258 ohms. As a result, the device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. The ra lead is not a boston scientific product. It was noted that the device was programmed to a ventricular pace and sense mode due to the patients atrial arrhythmia and the patient is ventricular pace dependent. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) that if the patient has no symptoms with the mv sensor disabled, the sensor can remain programmed off. However, if it is desired to program the mv sensor back on, it is recommended to also program (B)(6) back on because the patient is pace dependent. Ts also indicated they could consider programming the device back to the bipolar configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.